Event description:
It was reported that screen was not always responsive to touch. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was completed and no additional information was received regarding the outcome of the event.